Event description:
The sales associate reported the inserter broke during surgery. No adverse events were reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be submitted upon completion of the device evaluation.

Manufacturer narrative:
A visual inspection of the returned device confirmed that one of the protrusions on the tip of the device had broken off. A review of the device history records identified no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is loss of mechanical integrity leading to instrument fracture at the distal tines. Based on the data available through the review and investigation of this file, the most likely underlying cause of complaint issue is due to excessive force.